Manufacturer narrative:
The device was not returned for an evaluation. Based on the investigational interview with the customer the reported charging issue was not related to a device malfunction. The customer was educated on the device functionality to resolve their issue. (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient injury reported as a result of this incident.